Event description:
Laparoscopic cholecystectomy converted to an open cholecystectomy. During the procedure it was noticed that a small piece of the plastic rocker switch on the hand held bovie had broken off during the case. The piece broken off was quite small.